Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a pump pocket infection and is currently being treated with ancef for the infection. The pt is septic and is being closely monitored. The pt is also listed for a transplant.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported infection could not be conclusively determined. There were no further issues reported to thoratec. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was transplanted on (B)(6) 2014. The product was not returned.